Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. Upon investigation the service engineer identified an issue with the imaging system. The engineer replaced the fiber optical components and the system worked as intended. The analysis of the logfiles indicates a sporadic issue during bootup of the modality computing architecture hw (mca) rack and the system does not boot correctly (no xray was available). The instructions for use (IFU) contain additional information about (chapter) recovering functions in case of system failures: sub-chapter disturbances in x-ray imaging and unit movements. 1. If there is sufficient time for troubleshooting: restart the imaging system. 2. In order to speed up restart in case of an emergency: switch off manually and power on again. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefore, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported the x-ray device stopped working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).